Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignat pain indications for use. It was reported that when she tried to bolus, it took a long time to connect to the pump and then when she requests a bolus, it again takes a long time to connect to the pump. The agent reviewed data and walked the patient through how to delete the data. The agent reviewed bolus parameters per ptm: ¿bolus duration: 1 min lockout: 3 hours dri:8/24 hoursbulses per day: 8.¿ the patient will call back if she needs further assistance. The patient stated that she spoke to a company representative (rep) last thursday and he was made aware of the issue at the physician office. Additional information was provided from a consumer (con) stated that they requested steps for clearing data on her handset again. The patient mentioned that it was taking longer to request a bolus in the past 2 to 3 weeks again. The patient was told to call back if she needs assistance. The patient services (pss) walked the patient through clearing data on her handset.